Event description:
It was reported that during use the right atrial (ra) lead exhibited intermittent undersensing. The left ventricular (lv) lead exhibited high threshold. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.